Event description:
Following deployment of an angio-seal device post-procedure, the patient developed ischemic symptoms in the right leg and foot and pulsating hematoma in the groin. A thrombo-arterectomy was performed and the pt was discharged. The pt developed subsequent neurological pain in the right thigh and a slight tendency of swelling, resulting in re-hospitalization. Additional information was requested and not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.